Event description:
Reportedly, the patient received inappropriate atps and shocks due to an atrial fibrillation.

Manufacturer narrative:
Analysis of all shock episodes revealed fast ventricular rhythm on the ventricular channel. The ventricular rate exceeded the fast vt zone threshold. However, this fast ventricular rhythm was most probably induced by the initial atrial fibrillation. As expected in the fast vt zone, atp was applied after the persistence was reached. The delivery of atp might have induced a fast ventricular tachycardia, and a second vf majority was reached, leading to a shock delivery. As the rhythm remained above the fast vt zone threshold, several shocks were delivered before recovering a normal rhythm. - based on available data, normal functioning of the device occurred. No anomaly is suspected on the subject ICD.

Event description:
Reportedly, the patient received inappropriate atps and shocks due to an atrial fibrillation.